Event description:
It was reported that the patient was seen for a device follow-up check and high atrial lead thresholds were noted. An x-ray revealed an atrial lead dislodgement. It was noted that sometime after the post-implant device check and this check, a peripherally inserted central catheter (pic) line had been inserted into the patient and removed. The physician questioned if the dislodgement was related to the insertion/removal of the pic line. The lead was repositioned; however, about two weeks later high atrial lead thresholds and dislodgement were again noted. The patient as again brought in to have the atrial lead repositioned. During the procedure, the lead was positioned and dislodged at a couple of different locations. The lead was removed and upon removal fibrous tissue was noted at the end of the lead. When the helix was extended, it appeared to be inside a thin fibrous tube. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).